Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Fdd (B)(4) applies to the lead only fdc applies to the lead only.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that stimulation was feeling different the day of the call and didn't know if they maybe moved the lead. A later call determined that the patient's symptoms were worse than expected and the evaluation was rated at between 2-3 and that the day of the call the patient had a bad day. Additionally it was reported that the patient had a program change from program 1 to program 3. A final call from patient indicated the patient was taking medication that was causing frequent urination. The caller indicated that the patient's urgency is worse than prior to the trial and the patient was talking to their healthcare provider (hcp) about removing the trial system and the patient also was wondering if the medication could be having an effect on the trial. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted:(B)(6) 2017, product type: screening device if information is provided in the future, a supplemental report will be issued.